Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to a charge time of 20.5 seconds at the follow-up on august 1, 2006. Premature battery depletion was suspected. The charge time was reported to be 17 seconds at the previous follow-up in may, 2006, and it was 11 seconds in february, 2006. The device was explanted, as the physician did not want a device to remain in service with a charge time of over 20 seconds. No adverse patient effects were reported.